Event description:
Report received from france stating "sleeves are too soft, they twist and are difficult to enter into the incision. No patient impact."

Manufacturer narrative:
The product has been requested for evaluation however it is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. This report is related to the event reported on MDR 1920664-2013-00286, 00287, 00289.